Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading between low mg/dl to 100 mg/dl. The patient was asymptomatic and no bg comparison value was tested. The patient's spouse gave the patient glucose tablets, glucerna, apple juice, and banana bread to help bring his bg level up. However, shortly after this, the patient was flushed and sweating. A bg meter test was taken and found to be 400 mg/dl while the cgm was reading 100 mg/dl. Emergency medical services (ems) was called. When ems arrived, the patient¿s bg meter reading was 441 mg/dl while the cgm was providing an unspecified low reading. The patient was transported to the emergency room. At the ER, the patient¿s bg meter reading was still 441 mg/dl and he was diagnosed with diabetic ketoacidosis (dka). The patient was treated with IV fluids and a humalog insulin injection. The patient was discharged later the same day with a bg meter reading of 239 mg/dl. No cgm comparison value was checked at this time. The patient was feeling ¿better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.